Manufacturer narrative:
(B)(4)

Event description:
It was reported that high, out of range, pacing lead impedance and high capture threshold was observed. Lead was capped and replaced on (B)(6) 2016. Patient's condition was good before and after the surgery.